Event description:
Physician indicated that patient(s) had an infection after surgery. An investigation has been initiated based on reported information. Allosource has requested additional clinical information on several occasions.

Manufacturer narrative:
No information regarding product lot numbers, patient ID/status or surgery dates/types was provided by the physician after repeated requests. Therefore at this time we are unable to determine the definitive cause of the reported event. A review of the device history records is not possible without additional device information.